Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2010, inratio: 3.6, lab: 2.92. Pt's therapeutic range: 2-3 inr.

Manufacturer narrative:
Investigation pending.